Event description:
Healthcare professional reported approx 4 months after injection with unspecified juvederm in the hands pt developed edema of the left hand, followed by edema of the right hand the next day. Pt was prescribed keflex, with no improvement. The healthcare professional additionally prescribed prednisone and "antihistamines"; after 3 days of treatment with prednisone, symptoms "settled". Two days after stopping the prednisone the swelling reoccurred. Pt was restarted on prednisone; 2 weeks later the pt's "face swelled" and they went to the hosp where they were diagnosed with an allergy to hyaluronic acid. Pt was treated with "hyalase" and swelling resolved.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.